Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. The customer primed the tubing to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg value and cause were not provided. Additionally information regarding the event was not provided.